Manufacturer narrative:
Follow-up information received on 03-mar-2016: preliminary fact sheet pursuant to tolling agreement was received. Case is potential legal now. Consumer was (B)(6) years-old. She had essure inserted on (B)(6)-2014. Coils migrated toward ovaries and one of the coils was hanging out of fallopian tube. Essure was removed on (B)(6)-2014 company causality comment: this spontaneous and non-medically confirmed case report (received via regulatory authority) refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and both springs migrated, one towards her ovary and the other one 3/4 of the way into her uterus, which caused her bleeding. These events, seen as device dislocation and genital bleeding, are serious due to medical importance and listed in the reference safety information for essure. During essure use, genital bleeding may occur and there is a risk that the device could move to uterine cavity or out of fallopian tubes towards to peritoneal cavity. Although in this case, the exact date and mechanism of this dislocation are unknown, given the event's nature, causality between both events and essure use cannot be excluded. Since interventions were required (laparoscopy and ablation), this case is regarded as incident. Based on the available information no product quality defect was confirmed. Despite follow-up attempts, no further information was obtained. Further information will be obtained through the litigation process.

Manufacturer narrative:
Ptc investigation result was received on 29-dec-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. The reported medical event(s) are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. In summary, there is no reason to suspect a causal relationship between the reported medical event(s) and a quality defect. Follow-up information received on 12-jan-2016: follow-up attempts were done with no response to date. Company causality comment: this spontaneous and non-medically confirmed case report (received via regulatory authority) refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and both springs migrated, one towards her ovary and the other one 3/4 of the way into her uterus, which caused her bleeding. These events, seen as device dislocation and genital bleeding, are serious due to medical importance and listed in the reference safety information for essure. During essure use, genital bleeding may occur and there is a risk that the device could move to uterine cavity or out of fallopian tubes towards to peritoneal cavity. Although in this case, the exact date and mechanism of this dislocation are unknown, given the event's nature, causality between both events and essure use cannot be excluded. Since interventions were required (laparoscopy and ablation), this case is regarded as incident. Based on the available information no product quality defect was confirmed. Despite follow-up attempts, no further information was obtained.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
Incident (required intervention). Anticipated. This is a spontaneous case report received from a consumer via regulatory authority (case mw5057493) in united states on 09-nov-2015 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014. Consumer reported that both springs migrated, one towards her ovary and the other one 3/4 of the way into her uterus. It caused pain and bleeding. She had to have them surgically removed on (B)(6) 2014 laparoscopically. She also had an ablation to help stop the bleeding, but she still had heavy bleeding and may require a hysterectomy. A serious injury and event date (B)(6) 2014 was mentioned but not specified and/or assigned to one of the events. Company causality comment this spontaneous and non-medically confirmed case report (received via regulatory authority) refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and both springs migrated, one towards her ovary and the other one 3/4 of the way into her uterus, which caused her bleeding. These events, seen as device dislocation and genital bleeding, are serious due to medical importance and listed in the reference safety information for essure. During essure use, genital bleeding may occur and there is a risk that the device could move to uterine cavity or out of fallopian tubes towards to peritoneal cavity. Although in this case, the exact date and mechanism of this dislocation are unknown, given the event's nature, causality between both events and essure use cannot be excluded. Since interventions were required (laparoscopy and ablation), this case is regarded as incident. Further information and technical assessment have been requested.